Manufacturer narrative:
Device was used for treatment, not diagnosis. This report for one unknown insertion handle. Part and lot numbers were not provided by the reporter. Other¿UDI: part number unknown, UDI unavailable for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that during surgery to treat a proximal humeral fracture on (B)(6) 2016, the surgeon inserted the nail by hammering because his attempt at manual insertion was not successful. While attempting to insert the screw, the drill bit interfered with the nail. The surgeon removed the nail and found the connection portion of the nail was broken and the insertion handle was not properly orientated. The surgeon then inserted a different nail but he could not insert the nail deep enough into the patient's bone and the proximal part of the nail protruded approximately 5mm from the bone. The patient has a limited range of motion as a result of the nail protrusion. The surgery was delayed 90 minutes due to the reported events. The surgeon commented that the events were due to his usage of the hammer and not a product problem. The surgeon is planning to remove the nail when synostosis of the fracture is confirmed. This report for one unknown insertion handle this report is 4 of 6 for (B)(4).